Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt stopped feeling stimulation. An impedance check was performed and revealed high impedance on two leads (from the same lot). During surgical intervention the doctor found both leads were kinked. The scs system was explanted and replaced. The new scs system is performing as intended.